Event description:
It was reported that during an unknown procedure, when the clip is clamped down it is not tight enough on the vessel. They did not mention if they were falling off, just loose. Unknown how the case was completed. Unknown if there were patient consequences. No device returning.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what type of procedure was the device used in? Lap cholecystectomy. Did the clips fall off of the vessel? Some yes; some loose if yes, were they retrieved? Yes. Did the device deliver a scissored clip which cut the structure? No. Did the device deliver a properly formed clip which cut the structure? No. Which firing of the device did this event occur on? First and several there after. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Clip loaded per usual. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Repeated until successfully got a clip tight - seemed to clip tighter if the clip was not pushed up tight against the duct did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. No patient consequences....physician carefully checked all clips that were left in place, making sure they were in place - tight.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What is the lot number of the device? When was the date of surgery? What is the name of the doctor that used the device? Did the clips fall off of the vessel? If yes, were they retrieved? Did the device deliver a scissored clip which cut the structure? Did the device deliver a properly formed clip which cut the structure? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Were there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What is the current status of the patient? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?